Event description:
Reporter indicated the patient had prophylactic vns generator replacement surgery performed on (B)(6) 2012. Diagnostics were within normal limits with the new generator and resident lead per the manufacturer's implant card received on (B)(6) 2012. The lead was repositioned as it was noted as being "prominent" due to subcutaneous placement. The patient had no known trauma and does not manipulate the vns. The explanted generator was returned for analysis and no anomalies were noted.

Event description:
Reporter indicated a patient was having twitching and painful stimulation in the face with vns stimulation. The settings were lowered which resolved the issues, but as a result of the decreased therapy, the patient's seizures increased. The patient's lead is also protruding up under the skin in the neck and causing discomfort. The patient has been referred for vns generator replacement and lead repositioning surgery. It is felt the generator may be nearing end of service or the position of the lead may be contributing to not being able to increase the vns settings without discomfort. Surgery is planned, but has not occurred to date.

Manufacturer narrative:
(B)(4)